Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when a patient presented in-clinic after receiving a vibratory alert, non-sustained v oversensing was observed on a stored egm. Testing revealed decreased r-wave amplitude, loss of capture, decreased pacing lead impedance, due to lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4).